Event description:
During a procedure, there was drifting causing a delay. The steps of the procedure were performed again which did not resolve the issue. Abbott personal evaluated the technique used at the site (time, flush, positioning, equalized, zero), everything was fine and all the measurement of rfr were accurate with no drift noted.

Manufacturer narrative:
Additional information confirmed the complaint device involved was the pressurewirex which are handled by the abbott vascular team. The regulatory reports will be submitted by that team.

Event description:
During a procedure, there was drifting causing a delay. The steps of the procedure were performed again which did not resolve the issue. Abbott personal evaluated the technique used at the site (time, flush, positioning, equalized, zero), everything was fine and all the measurement of rfr were accurate with no drift noted. But from the beginning; they did a complaint for the ¿drift¿ suspecting the quantien or the pwx. Per a conversation with abbott vascular r&d, it was confirmed that it¿s not possible for the quantien to cause or contribute to the drift; it would come from the pressure wirex.